Event description:
As reported: "surgeon was installing a glenosphere onto the baseplate with the screwdriver. The surgeon noticed the white handle of the tool started spinning without turning the shaft of the driver. The smaller, ratcheting torx bit had to be used to finish installing the glenosphere. Realized after the case the metal rod broke off in the white handle."

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following. The received device shows significant signs of extensive usage as evident by heavy circular marks and scratches on the shaft and black spots on the handle. The shaft of the screwdriver is broken from the handle. There is also a clear presence of dark red brown spots or undetermined residue on the shaft even after going through decontamination. Moreover a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being over the limit with the accordance range. This can be explained by the small diameter of the device as well as the rounded surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of user and wear related issue. The failure was caused by an application of excessive mechanical force and improper usage. If any further information is provided the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "surgeon was installing a glenosphere onto the baseplate with the screwdriver. The surgeon noticed the white handle of the tool started spinning without turning the shaft of the driver. The smaller, ratcheting torx bit had to be used to finish installing the glenosphere. Realized after the case the metal rod broke off in the white handle."